Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1 in single port needle would not disconnect. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that the needle would not disconnect from the catheter.

Event description:
It was reported that nexiva 22 ga x 1 in single port needle would not disconnect. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that the needle would not disconnect from the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/28/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two units. Visual inspection of the devices showed that there was no visible damage to the v-clip or tip shield. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible for both units and the winged adapters could not be rotated, confirming the reported defect. Upon separation of the two components, adhesive residue was found on the outside of the winged adapters and the inside of the tip shields. During manufacturing, adhesive may be incorrectly placed due to adhesive build up or a leak in the dispense system. A device history record review showed no non-conformances associated with this issue during the production of this batch.